Manufacturer narrative:
Cracked blade. Evaluation summary: the analysis results found that the device was returned with the blade scratched and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. An error code 5 was noted. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "scratches on the blade may lead to premature blade failure" and ''avoid accidental contact with other instruments during use."

Event description:
It was reported that during a lap colon procedure, the scissors worked for one hour, then they stopped working and the generator used (generator signaled error device). The instrumentists tried to disassembly and re-assembly the scissors, but it stopped working though. The surgeon had to use another device in order to finish the case. No adverse pt consequences.